Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacture date cannot be determined without a lot number. Medical device correction initiated for labeling associated with technique and proper device usage.

Event description:
During a 2 level synfix procedure at l4-l5/l5-s1, the tip of the low profile u-joint driver broke off in the head of a screw. Surgeon attempted to remove the tip,but was unsuccessful. Tip was left in the pt and the procedure was completed. Pt was notified of the retained tip.